Event description:
Retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the advanix¿ biliary stent was placed into the pancreatic duct off label for treatment of chronic pancreatitis. On (B)(6) 2017, the advanix¿ biliary stent migrated out of the pancreatic duct and across the duodenum into the colon. A separate laparoscopy procedure was performed to remove the migrated advanix¿ biliary stent. There were no patient complications reported as a result of this event. Additional information received on 23aug2017. Physician confirmed that the plastic stent perforated the patient's colon. Corrected information noted on 21sep2017. The correct name for the procedure performed on (B)(6) 2017 is an ¿endoscopic retrograde cholangiopancreatography (ercp), in which the advanix¿ biliary stent was used.

Manufacturer narrative:
The exact patient age is unknown; however, is reported to be over 18 years old. (B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed.

Event description:
Retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the advanix¿ biliary stent was placed into the pancreatic duct off label for treatment of chronic pancreatitis. On (B)(6) 2017, the advanix¿ biliary stent migrated out of the pancreatic duct and across the duodenum into the colon. A separate laparoscopy procedure was performed to remove the migrated advanix¿ biliary stent. There were no patient complications reported as a result of this event.

Event description:
Retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2017. According to the complainant, during the procedure, the advanix biliary stent was placed into the pancreatic duct off label for treatment of chronic pancreatitis. On (B)(6) 2017, the advanix biliary stent migrated out of the pancreatic duct and across the duodenum into the colon. A separate laparoscopy procedure was performed to remove the migrated advanix biliary stent. There were no patient complications reported as a result of this event. Additional information received on 23aug 2017. Physician confirmed that the plastic stent perforated the patient's colon.